Event description:
Patient experiencing nausea/vomiting, diarrhea approx for one month. Dose or amount: 5ml; frequency: vd; route: IV. Dates of use: h107313; h107322; h108116; 2008. Diagnosis or reason for use: port maintenance. Event abated after use stopped or dose reduced: no.